Event description:
The van seat mounting bracket is pulling away from seat and will not lock in place.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.